Event description:
It was reported that the pump touch screen was dark and wouldn't turn on. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.